Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge had been in use for more than 3 days. Tandem technical support education the customer in the cartridge labeling guidelines. A supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.